Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.

Event description:
Reporter reported a leaking transfer set. During evaluation, the cause was discovered to be a broken occluder foot. No patient injury or medical intervention was reported.